Event description:
It was reported that the doctor had issues with a tecnis multifocal zmb00+25 diopter intraocular lens (iol). Upon inserting the lens into patient's eyes, the haptics didn¿t open and the lens stayed centralized. The lens was implanted, but the haptics never opened. The lens was removed and replaced. The patient has recovered.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A review of the manufacturing records was performed. Based on the manufacturing record review and historical review no deviations were found. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned and evaluated by our manufacturing site where a visual inspection showed the lens was intact. The lens was identified as a tecnis multifocal acrylic 1-piece intraocular lens, model zmb00 due to the presence of rings on the optic surface. The lens was received having both haptics opened. The haptics were slightly bent most likely attributed to the explant procedure. The lens condition is consistent with a lens that was explanted from the patient's eye. Investigation of the return sample showed no non-conformances. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.